Event description:
I had the bayer essure implanted in (B)(6) 2012. I was encouraged to choose essure because it was an outpatient procedure and no surgery was required. Being a mother of two very small toddlers, having a mother going through chemotherapy, and having a husband who was working 10-12 hour days essure seemed like the obvious choice. The placement of essure seemed just as it was described it would be...quick, nearly painless, and no surgery would be required. For the first little while everything appeared to be okay. A little while after the placement of essure I began to have terrible migraines. I had never experienced a migraine before the implantation of essure. I began to have two to three severe migraines a week. I went to a local clinic and explained to them how these had started suddenly, then I was sent for a CT scan to check for tumors. Thankfully, everything came back okay and I was given prescription migraine medication to help ease them. I have had several health issues since the placement of essure. Some of those being depression, back pain, left hip pain, leg muscle spasms, ibs, memory loss and confusion, severe periods, severe cramping, etc. One of the most difficult side effects I have had is pain during intercourse. As a young, fairly newly married woman that is something that has hurt my pride, our relationship and my confidence. Intercourse would hurt so bad that during it I would ask my husband to stop and would tear it up with the pain. A lot of times my vaginal area would throb in pain after even minutes of intercourse. In (B)(6) 2012, after severe cramping in my abdomen and pain from sex my gyno did another check placement of essure to confirm it's location. As I began to live life as this was going to be the new "norm" I discovered a very surprising gift in (B)(6) 2014. We learned we were expecting our third baby. Emotions the night we found out were too many to list. Emotions of fear of if the baby was okay, would I be okay, would we financially be okay...after several little scares during pregnancy we delivered a healthy baby boy in (B)(6) 2014. In (B)(6) 2015, three years following the placement of essure, my fallopian tubes were removed in hopes of removing essure and to permanently sterilize me. That surgery passed but what surprising new thing we learned was that the essure coils were no longer in my fallopian tubes. In (B)(6) 2015, while suffering from gallbladder disease (believed to also be caused from essure as we have no family history) the coils were found on an xray. Both coils had migrated to my uterus and were embedded there. In (B)(6) 2015 I had gallbladder surgery. After visiting multiple doctors who would just recommend me see someone else, I found an obgyn who was willing to get the essure coils out. He expressed how many of his patients had complications and he would not want anyone he loved to have them either. In (B)(6) 2016, I had a partial hysterectomy ending this journey that has taken a toll emotionally, physically, psychologically, and sexually.